Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After the guidewire passed through the lesion, a 1.2mm x 15mm x 142cm (fg coyote fc mr) emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.